Manufacturer narrative:
Part 03.010.045, lot 1564984: manufacturing site: (B)(4). Release to warehouse date: october 10, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it is observed that the protruded part of the device at the distal end was broken. Thus, the complaint is being confirmed. Dimensional inspection was not performed as the damage was evident and conclusive during visual inspection. The relevant drawings were reviewed; no design issues or discrepancies were noticed. The complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. It is possible that the device might have encountered unintended forces during use and service. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a retrograde nail procedure on november 11, 2020, the standard insertion handle in the rafn set was found to be missing the tang that locks into the nails notch to prevent the nail from rotating during insertion. Another standard insertion handle from the expert tibial nail set was used to complete the procedure. There was a five (5) minutes surgical delay reported. There was no patient consequence. The patient's femur fracture was reduced by the surgeon and stabilized by a rafn nail and locking screws. During the investigation, it is observed that the protruded part of the device at the distal end was broken. Concomitant device reported: rafn set (part unknown, lot unknown, quantity 1), nail (part unknown, lot unknown, quantity 1); nail (part unknown, lot unknown, quantity 1). This report is for a standard insertion handle. This is report 1 of 1 for (B)(4).